Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoro cuts out when moving c-arm. The remote service engineer (rse) inspected the system remotely and discovered that the current in the x-ray tube was out of range. Onsite, diagnostics performed via remote service. Rse examined the error logs, found that multiple overcurrent errors. The rse advised to replace both a point and a high-voltage tank. After spending several hours troubleshooting remotely with error log review, tech support, and getting quotes and ordering parts. The customer decided to repair the system themselves. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy on the allura xper fd20 system cut out when the system c-arm was placed into certain positions. The system was in clinical use at the time of the event. No harm has been reported. The customer opted to pursue repairing the system on their own. Philips has started an investigation of the complaint.